Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer is not properly cycling the cartridge. Customer reported that the pump supplies would be changed and they will continue to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.